Event description:
This ra lead was implanted on (B)(6) 2003. A call to technical services placed on (B)(6) 2014, stated that the patient had infection. Caller was not sure if the entire system will be explanted. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).